Event description:
This case was cross referenced with case: (B)(4) (same patient). This unsolicited device case was received from (B)(6) on (B)(6) 2015 from a patient. This case involves an elderly female patient who received treatment with synvisc one and it did not work for her (subtherapeutic response) and had total knee replacement. Previous medications included synvisc injection in right knee which lasted 1 year and in left knee that worked for her. Medical history, concurrent conditions and concomitant medications were not reported. On an unknown date (10 years ago), the patient received intraarticular synvisc one injection once in the right knee (indication, dose, batch number and expiry date: unknown). It was reported that the injection did not work for her (subtherapeutic response). On an unknown date, the patient had total knee replacement. Outcome: not recovered/not resolved for the event of total knee replacement. Seriousness criteria: required intervention for the event of total knee replacement. A pharmaceutical technical complaint was initiated and results were pending for the same. Upon internal review on 15-sep-2015, the information regarding 15-jul-2015 synvisc one injection and events: knee was swollen and knee pain were deleted as this information has been captured in related case: (B)(4). Medical history of difficulty walking was deleted. Pharmacovigilance comment: sanofi company comment dated 9-sep-2015: this initial case concerns a female patient who received treatment with synvisc one and underwent total knee replacement. Since, the underlying cause for the total knee replacement is unknown causal role of suspect in occurence of the event cannot be established. However, due to lack of information regarding medical history, concomitant medication and past drugs complete medical assessment of the case is difficult. Also, there is no pharmacological plausibility that suspect product could have played any role in the casuality of the event.

Event description:
This case was cross referenced with case: (B)(4) (same patient). This unsolicited device case was received from (B)(6) on (B)(6) 2015 from a patient. This case involves an elderly female patient who started treatment with synvisc one that did not work for her (subtherapeutic response), had total knee replacement, her knee was swollen and had knee pain. Previous medications included synvisc injection (10 years ago), in right knee which lasted 1 year and in left knee that worked for her. Recently, the patient started feeling pain and having difficulty walking which was why she wanted another injection. No concurrent conditions and concomitant medications were reported. On an unknown date, the patient received intraarticular synvisc one injection in the right knee (dose, frequency: unknown). The injection did not work for her (subtherapeutic response). On an unknown date, the patient had total knee replacement. On (B)(6) 2015, the patient received another intraarticular synvisc one injection in the left knee at a dose of 6 ml once (batch number and expiry date: unknown for both) both for pain. On (B)(6) 2015, the day after the injection her knee was swollen and she was in pain. The patient started by putting ice packs on the knee for pain relief and taking paracetamol (tylenol) every 4 hours which only lessened the pain. On (B)(6) 2015 she revisited her physician and received a cortisone injection. The patient mentioned that the pain was still persistent. She had an upcoming appointment on (B)(6) 2015 with an orthopedic doctor. Corrective treatment: ice packs, paracetamol and cortisone injection for the events of knee was swollen and knee pain. Outcome: not recovered/not resolved for the events of total knee replacement, knee was swollen and knee pain. Seriousness criteria: required intervention for the events of total knee replacement, knee was swollen and knee pain. A pharmaceutical technical complaint was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 9-sep-2015: this initial case concerns a female patient who received treatment with synvisc one and underwent total knee replacement. Since, the underlying cause for the total knee replacement is unknown causal role of suspect in occurence of the event cannot be established. However, due to lack of information regarding medical history, concomitant medication and past drugs complete medical assessment of the case is difficult. Also, there is no pharmacological plausibility that suspect product could have played any role in the casuality of the event.